Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a moniroting voltage of 3.07 volts at 6 months post implant. Premature battery depletion is suspected. A boston scientific crm technical services (ts) consultant recommended obtaining a save to disc to determine the rate of battery depletion, to evaluate for a product malfunction. To date, there have been no reported patient symptoms associated with this clinical observation.